Manufacturer narrative:
Although it is unknown which of the devices led to the event, we are filing this report for notification purposes. Following devices were involved: part#, lot#, qty, 510k#, upn#: 876-142, unk, 1, k081038 , (B)(4); 876-613, unk, 6, k970806, (B)(4). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Patient demography: ethnicity-caucasian it was reported that the patient underwent extra pharyngeal anterolateral surgery at c5-c6 and c6-c7. Post-op, during a routine vis it on (B)(6) 2017 site reported that the patient had surgery on cervical spine to remove device. The patient reported moderate intermittent neck pain that she treated with norco and ibuprofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.